Manufacturer narrative:
(B) (4) - no code available (bleeding)the complainant was unable to provide the suspect device model number and lot number; therefore, the lot expiration and device manufacture dates are unknown.the complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B) (4)

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a gastric biopsy procedure performed on (B) (6) 2010. According to the complainant, during the procedure, the biopsy caused mucosal damage and bleeding. Reportedly the bleeding stopped without consequences to the patient. The procedure was completed with this radial jaw 4 single use biopsy forceps standard capacity device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.